Manufacturer narrative:
H6: added e0506.

Event description:
An impella cp was inserted via the right femoral artery to support the 64-year-old male patient who had been admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). The only other history shared was that the patient was a diabetic. The pump supported for the pci and during the pci the team gave 1 liter of fluid due to low intracardiac filling pressures. A small hematoma developed at the right groin. The hemoglobin dropped due noted "procedure dilutional" effect. The hemoglobin had dropped from a baseline of 12.8g/dl to 7.8g/dl. The dilution was also noted as additional fluids were given post procedure with dizziness and hypotension. The team did share that 30 days post procedure the anemia had resolved as the hemoglobin had again risen to 12.2g/dl. The patient survived the drop in hemoglobin from dilution noted and the small hematoma. Anticoagulation necessary for the pump placement can contribute to access site bleeding. The pump was explanted after 2 hours and patient survived.

Manufacturer narrative:
A1 and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to insufficient clinical details.